Manufacturer narrative:
It was reported that the top of the choloraprep ampoule broke and detached. The broken choloraprep piece fell into the surgical site and was able to be retrieved. New choloraprep was obtained and used for the procedure without further reported incident. The reporting facility indicated that there was no adverse patient impact related to the incident. The sample was reportedly discarded and unavailable to be returned for evaluation. A root cause was not determined at this time. Due to the reported need for medical intervention to retrieve the choloraprep piece from the surgical site, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the top of the choloraprep ampoule broke and detached.